Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user¿s caregiver reported that the ilet device became unresponsive. Sounds could be heard from the device, but the screen did not turn on. The user was not using the ilet at the time due to awaiting supplies, and blood glucose was not affected. A replacement device was arranged. No medical intervention was required.